Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, the iol was explanted due to a vision reduction from 0.8 (20/25) to 0.2 (20/100). The iol was implanted 2 1/2 years ago. Glistenings were identified by the surgeon as a possible cause of the reduction in vision. Additional info has been requested.